Manufacturer narrative:
On 9/30/2020, a manufacturing record evaluation was performed for the finished device 7348236 number, and no non-conformances related to the malfunction were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a female hispanic patient underwent a breast augmentation revision with a mentor memorygel breast implant 425cc and suffered from bilateral firmness, severe pain, discomfort, capsular contracture baker grade IV. As a result, the patient had undergone removal without replacement on (B)(6) 2020. This medwatch is for the right breast implant.